Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy, while the device was being applied on a broken blood vessel, it did not fire. The surgeon was able to press the green button but unable to squeeze the handle. Product was replaced to complete the procedure.